Manufacturer narrative:
Continued: e1 - phone number: (B)(6). Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. In the photo provided the device is pictured with the coating damaged and the core wire exposed. Our evaluation of the product said to be involved confirmed the report. The metii-21-480 wire guide was returned still advanced into the dash sphincterotome. The distal end of the wire guide was advanced out of the distal end of the sphincterotome 4.6cm. When removed from the sphincterotome the coating has stripped, exposing the distal coil spring and core wire, from the distal tip to 7.9cm from the distal tip. Within the clear catheter it can be seen that the coating has bunched and peeled from the wire guide, remaining within the clear catheter, and is surrounded by an unknown white substance which is present throughout the distal catheter. The white substance was also noted on the coil spring of the wire guide. The pieces peeling from the wire guide seem to have been degraded and crumble when handled. A bend was noted in the core wire 3.2cm from the distal tip. The distal weld bead remains intact on the coil spring, indicating no portion has detached. Due to the significant amount of coating retained within the clear catheter, it is believed that no portion is missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved, and the photo provided, confirmed the report of coating damage. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. It was reported that the wire guide coating peeled off during the case. Photo of device showing the wire guide coating damage was provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: e1 - phone number: (B)(6). The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. It was reported that the wire guide coating peeled off during the case. Photo of device showing the wire guide coating damage was provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.